Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4) - no code available (intervention required).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific that a radial jaw 4 single use biopsy forceps device was used during a biopsy procedure. According to the complainant, the day after the biopsy, the patient had developed a gastric bleed. The account indicated that the relationship between the device and the bleed is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.